Event description:
Partial deflation of left implant. Small leak at junction of the fill valve and the implant, underneath the leaflet at the 3 o'clock position. Implant previously inflated 10cc over recommended maximum fill.